Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the clear plastic conical tip broke in pt. The surgeon was confident that all pieces had been retrieved from the pt through the original incision. No additional incision was required. No further pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.